Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the programmer screen froze. There was intermittent telemetry with a known good rf head. The programmer was out of specification electrically. Due to the lack of availability of parts the programmer was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen froze and the radio frequency (rf) head could not locate the implantable devices. It was noted that multiple rf heads were used but the issue was unresolved. The programmer and rf head has been returned for service. There was no patient involvement.